Event description:
Went in for spinal decompression for my back. Bulging disk l3-4. Was led to believe that this treatment would help to lower my pain level so I could sit, stand and drive. It didn't work, had 26 sessions. They said it was FDA approved. I had surgery for a disc problem in (B)(6) 2009, l4-5, l5-s1. I have 6 screws, 3 on each side of the problem area. I was found recently that I have another problem with l3-4. I have a very hard time sitting, standing and driving. I take pain meds, norco. When I met dr (B)(6) and his staff from (B)(6), they led me to believe that their spinal decompression machine would help me to alleviate my pain and discomfort. I had to go for 24 treatments, along with adjustments and that it would do the trick. Because I was not getting any relief, dr (B)(6) had me take a week long prescription of prednisone, that helped for 2 weeks, then the pain was right back. A few weeks later, he had me get an epidural, that lasted a week. I have never had the relief that dr (B)(6) and his staff said I would get from the spinal decompression machine. I live on pain meds and live in terrible pain whenever I try to sit at work, sit on my couch, sit in my van or practically sit anywhere. I can't stand for any period of time. I went to all of the treatments that were suggested and actually had to do a few more until the last one which actually hurt to the point where I had to have the machine turned off. All of this treatment cost(B)(6). The insurance doesn't cover it and I had to pay most of it up front and am still paying.